Event description:
The date of the sae onset was on (B)(6) 2024 but the site became aware of the event on 01jun2024 during the subject's 6-months follow-up, and did not consider the event as serious until 06jun2024. The sae has been described as "intestinal occlusion due to internal hernia". The subject is a 60-year-old male who underwent a laparoscopic cystectomy due to a carcinoma on (B)(6) 2023. On (B)(6) 2024 the subject suffered an episode of bowel occlusion due to an internal hernia that was confirmed with a CT scan on (B)(6) 2024 "signs of intestinal obstruction due to probable internal herniation of loops into the pelvic cavity w/ intestinal ischemia". The following day, on (B)(6) 2024, an exploratory laparotomy involving a segmental enterectomy with l-l anastomosis and the placement of a drain was performed. Due to the good peri and postoperative evolution, he was discharged from the hospital on (B)(6) 2024. According to the investigator´s criteria, the sae has been determined to be not related to neither the procedure or the device.

Manufacturer narrative:
According to the investigator´s criteria, the sae has been determined to be not related to neither the procedure or the device.